Event description:
The customer reported that approximately 17 minutes into a platelet collection procedure, they received multiple draw pressure alarms. While the operator disconnected and removed the needle from the donor's arm, they noted a 'stringy' clot removed with the needle. Per the customer, they had difficulties with the venipuncture. The donor did not require any additional follow-up visit and no medical intervention was necessary for this event. The donor is reported in healthy condition. The disposable kit is not available for return because it was discarded by the customer.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Root cause: this disposable set was unavailable for specific root cause analysis. Possible root causes include but are not limited to:- improper anticoagulation of the extracorporeal system- donor's physiology

Manufacturer narrative:
The run data file (rdf) was analyzed for this event. Signals in the run data files show numerous access issues, however the run data files did not indicate a conclusive cause for the possible reported clotting. No unusual process variable was identified in the run data files and the trima accel systems operated as intended. There also does not appear to be a conclusive connection between the acda manufacturer and the procedures with reported needle clots. Though not conclusive, it may be possible the needle clotting may be related to higher than average procedures with access issues.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: it is likely that the observed clots at the needle occurred during troubleshooting for the access issues. The clots were not the cause for the access issues. The increase in incomplete procedures due to draw and return issues could have contributed to the perceived increase in clotting issues. A review of related clotting issues for this customer does not indicate that the clots or access issues were related to the acda as initially suggested by the customer. This customer has a higher frequency of access issues than average, regardless of the acda used. The cause for the reported clots is the result of customer phlebotomy and access issue management. Additional information: follow up with the customer by email from terumo bct's field performance team, instructed the customer to focus on managing access issues.